Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted on an unknown date. According to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown and unavailable.